Event description:
It was reported that medical attention was sought after the end user received inconsistent readings from her prodigy diabetes meter. The end user stated that she received a result of 90 mg/dl. When the paramedics arrived they performed a blood glucose test with their meter and the result was 30 mg/dl. The end user refused to provide any specifics related to this medical event. So therefore no additional information could be obtained in relations to any medical treatment or whether hospitalization was necessary.